Event description:
A review of a literature article was performed which aimed to explain the four types of clamp-crush techniques of robotic hepatectomy procedures and to assess the outcomes, safety, and feasibility. All surgeries were performed with the da vinci xi surgical system between june 2022 and april 2024 and were retrospectively reviewed. Fifty-eight patients were included postoperative morbidity on the basis of the clavien-dindo classification, and grade equal to or greater than ii events were counted as postoperative complications. The article noted that during the da vinci surgeries, bleeding from the inferior epigastric artery (clavien-dindo grade iii) occurred in 1 case, heart failure (clavien-dindo grade iii) occurred in 1 case, bile leakage (clavien-dindo grade iii) occurred in 1 case, and a pulmonary thromboembolism (clavien-dindo grade ii) occurred in 1 case. All patients recovered without further surgical intervention, and there were no reports of mortality in this case series. In the bleeding from the inferior epigastric artery case, the post-operative complication was caused by a 5 mm trocar port for the assistant. There were no specific da vinci device malfunctions reported, and no indication that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation: kikuchi, k., nitta, h., umemura, a., et al. Four clamp-crush techniques in robotic hepatectomy (with video). Journal of gastrointestinal oncology, 16(2), 778¿785. Https://doi.org/10.21037/jgo-2024-918. Section b4 currently captures the date of the medwatch report (MDR) submission to the FDA. The date that the literature article first came to the attention of intuitive surgical, inc. (Isi) was (B)(6) 2025. Patient age: reflects the study's mean age of 69 years. Patient gender is selected as male. 45 out of 58 of the patients in the robotic group are male. Since event date is unknown, article published date is used as event date. Section d: the procedures in the article were performed on an unspecified da vinci device. A generic material number is used as the primary product.